Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a implantable cardioverter defibrillator (ICD) and a competitors leads, reported abnormal pacing impedance greater than 3000 ohms. The home monitoring equipment showed episodes of, intermittent abnormal pacing impedances, over the last month. There is mv noise and oversensing, resulting in inappropriate atr episodes. No adverse patient effects were reported. The device remains implanted and in service.